Event description:
It was alleged that an end user was hospitalized for hypertension as a result of her bi-level positive airway pressure (bipap) device not providing the correct or prescribed pressure. The end user was hospitalized for three days, was discharged home, and has reported no further issues. There was no serious or permanent injury reported as a result of the alleged malfunction of the device. The end user has a medial history of hypertension. The manufacturer's investigation is on-going. Upon completion of the manufacturer's investigation, a follow up report will be filed.

Manufacturer narrative:
Conclusion not yet available - evaluation in progress.